Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the case, inspect the pump and pneumatic tap area, and clean it with an alcohol wipe or lint-free cloth. The customer was also guided to remove an o-ring from the pneumatic tap and reload the cartridge. The cartridge was reloaded successfully, and the customer was able to resume insulin therapy.